Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause is unable to be determined.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. During the procedure, resistance was experienced when the device was pulled backed into the catheter. When the retriever was pulled through the distal access catheter and visualized outside the body, it was observed that the retriever was fractured. No consequences to the patient were reported. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery. During the procedure, resistance was experienced when the device was pulled backed into the catheter. When the retriever was pulled through the distal access catheter and visualized outside the body, it was observed that the retriever was fractured. No consequences to the patient were reported. No further information is available.